Event description:
It was reported that a patient underwent a ureteroscopy flexible right renal calculus holmium laser lithotripsy procedure. Prior to the procedure, the console passed its self-check, and the fiber was inspected for clarity. However, during the procedure, sparks were observed at the connection between the console and the fiber, causing a delay in the procedure. A check with the inspection tool revealed that the front end of the optical fiber was in a black screen state. The procedure then continued with another fiber. Post-procedure checks confirmed the protective lens was intact, ruling it out as the cause. It was speculated that dust exposure may have compromised the fiber surface, leading to uneven laser energy distribution and subsequent damage. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and to hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. . Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient underwent a ureteroscopy flexible right renal calculus holmium laser lithotripsy procedure. Prior to the procedure, the console passed its self-check, and the fiber was inspected for clarity. However, during the procedure, sparks were observed at the connection between the console and the fiber, causing a delay in the procedure. A check with the inspection tool revealed that the front end of the optical fiber was in a black screen state. The procedure then continued with another fiber. Post-procedure checks confirmed the protective lens was intact, ruling it out as the cause. It was speculated that dust exposure may have compromised the fiber surface, leading to uneven laser energy distribution and subsequent damage. There were no patient complications.